Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2012-07428. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. In (B)(4) 2009, clinical assessment identified patient's qualifying condition as stable angina (ccs classification 3) and the patient was referred for cardiac catheterization. Lesion 1 was located in the proximal left anterior descending (lad). The lesion was 80% stenosed, 4.0mm in diameter and 18 mm long. The lesion was treated with predilation and placement of a 4.0x20mm promus element study stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the mid right coronary artery (rca). The lesion was 85% stenosed, 3.0mm in diameter and 18mm long. The lesion was treated with predilation and placement of a 3.0x20mm promus element study stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2012, the patient was hospitalized for chest pain. The event has not been resolved and the patient has not recovered.